Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed returned cut into two pieces, most probably to aid in removal. The lens pieces appear to have traces of blood as well as white liquid or gel residue. The reported issue is confirmed, however the character of material or how and when the material was deposited on the lens could not be determined through product inspection. The product was forwarded to an external lab for additional material analysis of the observed residue. The results for the fourier transform infrared (ftir) spectrum shows the residue is consistent with inorganic salts similar to sodium hyaluronate manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol model zcb00 21.5 diopter had a glue like substance on the lens. The iol was removed and replaced with the same model and diopter. There were no complications. Reportedly, the patient is doing fine.